Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. A failure event was observed during analysis. Only a distal portion of the lead was returned in one piece measuring 40.6cm for analysis. Visual inspection found the clavicle crush in the middle region of the lead at 21.0cm to 21.7cm from the distal tip. X-ray found the outer coil was fractured. Electrical testing found the outer coil open circuit due to the conductor fracture.

Event description:
This report is to advise of an event observed during analysis.